Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation papers allege that the implanted asr devices failed; therefore, patient underwent a revision due to unknown reasons. Update ad 3 may 2018: (B)(4) has been re-opened under (B)(6) due to receipt of asr medical records. After review of medical records for MDR reportability, the patient was revised to address pain. Revision notes reported a small amount of whitish murky fluid which is consistent with metal debris, and corrosion on the trunnion. Pathological results reported chronic inflammatory type process with lymphatic infiltrate, more consistent with a reaction to metal debris. Added asr sleeve since the whole asr component were revised. Added stem due to the reported corrosion. Doi: (B)(6) 2006; dor: (B)(6) 2014; right hip.